Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not showing on the bus. A field service engineer resested the row board connection on drawer controller board to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient. The customer confirmed that there was no delay to the patient care. There were no adverse events or injuries reported based on this incident.